Event description:
Same case as MDR ID 2134265-2013-07634. It was reported that a guide wire broke. The target lesion was located at the left anterior descending artery. A 1.50mm rotalink burr and 330cm rotawire floppy guide wire were selected to treat the lesion. During testing of the device outside the patient, it was noted that the guide wire broke near the tip of the burr. The rotawire was exchanged for another of the same; however, they were unable to advance the wire through the tip of the burr. The burr was also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-07634. It was reported that a guide wire broke. The target lesion was located at the left anterior descending artery. A 1.50mm rotalink¿ burr and 330cm rotawire floppy guide wire were selected to treat the lesion. During testing of the device outside the patient, it was noted that the guide wire broke near the tip of the burr. The rotawire was exchanged for another of the same; however, they were unable to advance the wire through the tip of the burr. The burr was also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The spring tip was not returned. The visual and tactile inspection was performed and the device returned fractured; moreover, only 194.8cm approx. Of the proximal section of the wire was returned. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: failure occurred due to a rotational wear reduction of the cross sectional area followed by a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-07634. It was reported that a guide wire broke. The target lesion was located at the left anterior descending artery. A 1.50mm rotalink¿ burr and 330cm rotawire floppy guide wire were selected to treat the lesion. During testing of the device outside the patient, it was noted that the guide wire broke near the tip of the burr. The rotawire was exchanged for another of the same; however, they were unable to advance the wire through the tip of the burr. The burr was also exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's status is stable.